Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient contacted patient services indicating their subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. Review of the remote home monitoring system found two codes. One code indicated the sensing template was lost. Therapy remains available, however the electrocardiogram is not available. The other code indicated possible premature battery depletion. Technical services (ts) reviewed and discussed troubleshooting steps for the lost template. Ts also confirmed the battery usage has increased and suggested the device be explanted. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.